Event description:
I was reported that dr. Implanted our durom cup, metasul ldh and 5-/4 neck adapter in 2008. The pt was brought back for revision total hip surgery at approximately 120 days later, due to hip pain. Dr. Removed the durom cup w/ease from the acetabulum as well as head and adapter.

Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer inc. Which markets the devices in the u.s.